Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a patient with blurred vision following an intraocular lens (iol) implant procedure. The lens was exchanged.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause. The replacement lens model and diopter are unknown. The surgeon indicated on the returned questionnaire that they do not feel that the iol caused/contributed to the event. A reason was not provided. (B)(4).

Event description:
Additional information was provided that pco was observed. The surgeon does not feel that the iol caused/contributed to the event per questionnaire.